Manufacturer narrative:
Review of the cine-angiograms was completed on march 7, 2022. The clinical evaluation by the acist medical advisory board member is as follows: the adverse event form describes a few air bubbles followed by a column of bubbles injected on the first injection of contrast media into the patient. The films show an initial angio run with occlusion of the left anterior descending artery (lad) and the circumflex artery consistent with a large air injection. The subsequent images show gradual improvement in flow with normal appearing flow by the seventh subsequent image. The patient did not appear to have obstructive atherosclerotic lesions. There are also two angio runs of the right coronary artery (rca) that are unremarkable. The review of the cine-angiograms confirms an air injection at the first injection of contrast into the patient. Review of the device history record was completed on february 25 and march 10, 2022, for the following cvi consumable kit lots used during the event, the acist manifold kit, model bt2000, lot 19421k; acist hand controller model at-p54, lot 27821h; acist syringe model a2000, lot 15921h. This review confirmed that there were no quality issues during the manufacturing of these lots related to the reported event. This report is closed.

Manufacturer narrative:
Acist multi-use syringe kit, model a2000, lot 15921h; acist single-use manifold kit, model bt2000, lot 19421k; acist angiotouch hand controller kit, model at-p54, lot 27821h. The acist angiographic injection system, model cvi, system serial number (B)(4) was returned on february 10, 2022. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. No consumables were returned for evaluation. The device history record review of the reported consumable lot numbers will be completed and a follow-up report will be submitted with this information. The clinical assessment for the cine-angiograms will be included in the follow-up report.

Event description:
User facility reported: during a diagnostic coronary angiography, with an acist cvi injector, upon the first injection of contrast media into the patient, two bubbles plus a "train" of air bubbles was injected into the patient's coronary artery. There was an occlusion of the patient's circumflex and marginal coronary arteries and low heart rate. The patient experienced chest pain for a duration of 10 minutes, st-segment elevation for a duration of one minute, hypotension, myocardial infarction, and cardiac biomarker elevation. The patient was treated with oxygen therapy and heparin injection. The patient's coronary flow recovered.